Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument underwent visual inspections ; manual articulation tests ; recognition tests ; energy delivery tests ; motion tests with no issues to be found. The instrument was recognized and it moved intuitively with full range of motion in all directions. It also passed the energy delivery test along with energy continuity test in various grip orientations.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had an unknown failure. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed-up with initial reporter and obtained following additional information : the reported 8mm maryland bipolar forceps was observed to have a broken wire at the distal tip. There was no material missing from distal end of the instrument. The black cable on instrument was found to be broken. Customer was unaware if there was an arcing event with reported instrument. There was no loss of cautery during procedure. There were no issues with movements of instrument jaws. The instrument moved in an unintended direction. There was no patient injury.